Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported by the customer that before use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm. There was no patient involvement reported. The service visit was cancelled by the customer via phone call. The customer stated that they located the gas leak and replaced the helium cylinder washer (0348-00-0185) that the helium tank rests on. When the customer purchases helium, it comes with a new sealing washer for the external tank, which should be changed whenever the bottle is replaced. The customer stated that the unit was run on a patient simulator without any alarms or evidence of a gas leak following replacement of the sealing washer.